Event description:
Immune deficiencies [immunodeficiency] . Trouble sleeping [difficulty sleeping] . Sinus pain [sinus pain] . Snoring [snoring]. Bruise easily [tendency to bruise easily] . Anxiety [anxiety] . Heartburn [heartburn] . Urinary urgency and gets up at night to urinate [urinary urgency]. Difficulty climbing stairs [movement disorder nos] . Changes in hair [hair texture abnormal] . Shortness of breath/difficulty breathing and short of breath doing certain tasks [shortness of breath] . Low grade temperature [body temperature decreased] . Leg was three times its normal size [unilateral leg swelling] . Weakness or fatigue [weakness] . Weakness or fatigue [fatigue] . Does feel unsteady on their feet [gait unsteady] . Above normal swelling of right knee [swelling of r knee] . Pain in right knee [aching (r) knee] . Case narrative: this case is cross referred with (B)(4). Initial information received from united states on 05-aug-2019 regarding an unsolicited valid serious legal case received from a non-healthcare professional (lawyer). This case involves a 56 years old female patient who started treatment with hylan g-f 20, sodium hyaluronate (synvisc one), experienced, after latency of 15 days, above normal swelling of right knee and after unknown latency leg was three times its normal size, weakness or fatigue, immune deficiencies, trouble sleeping, sinus pain, snoring, shortness of breath/difficulty breathing/short of breath doing certain tasks, bruise easily, anxiety, heartburn, urinary urgency and gets up at night to urinate, difficulty climbing stairs, does feel unsteady on their feet, low grade temperature and changes in hair the patient's past medical history included aneurysm of the ascending aorta, anxiety, echo aortic valve bicuspid, gastro oesophageal reflux disease, mixed connective tissue disease, thyroid disease, internal derangement of knee, palpitations, raynaud's phenomenon, hysterectomy, thyroid surgery sub total thyroidectomy, low blood pressure, back pain, pneumonia, heat intolerance, non-smoker, left ankle pain/right ankle pain , chest pain, palpitations, leg swelling, lightheadedness, social drinker, stress fracture, right foot pain, likely foci of degenerative/bony stress reactive changes in right greater than left posterior inferior calcaneus, left greater than right anterior talus, right first and left fifth metatarsophalangeal joint, and left first interphalangeal joint, drug allergy with sulfa drugs and cedax caps. Patient had ongoing chronic primary osteoarthritis of left and right knee and left and right knee pain. The patient's family history included diabetes mellitus with mother, father and cardiac disorder/heart disease with mother, father and breast cancer with age during first menstrual period: 11. Concomitant medications included atenolol (atenolol); flecainide acetate (flecainide acetate); folic acid (folic acid); hydroxychloroquine sulfate (plaquenil); omeprazole (prilosec); levothyroxine sodium (synthroid); torsemide (torsemide); and rivaroxaban (xarelto). The patient's past medical treatment(s), vaccination(s) was not provided. On (B)(6) 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection in right knee, formulation injection, once dosage unknown intra-articular (lot - 7rsl013, expiry apr-2020)) for osteoarthritis of right knee. On (B)(6) 2017, after 15 days of latency, patient had above normal swelling in right knee. On an unknown date, after unknown latency, weakness or fatigue, immune deficiencies (event assessed as medically significant), trouble sleeping, sinus pain, snoring, low grade temperature, bruise easily, anxiety, heartburn, urinary urgency and gets up at night to urinate, difficulty climbing stairs, does feel unsteady on their feet, changes in hair, shortness of breath/difficulty breathing and short of breath doing certain tasks, pain in right. By, (B)(6) 2018, patient's leg was three times its normal size. It was also reported that, photos were taken, and it was snow storms that week, so it was difficult to get out and travel. Patient was elevating her knee, applying ice. It was further reported that, examination of the right knee demonstrated no visible abnormalities. No tenderness. Rom examination of the right knee demonstrated full range of motion and 5/5 motor strength in all directions. Special test of the right knee revealed a negative anterior drawer sign, a negative posterior drawer sign, stable to valgus stress at 30 degrees flexion and stable to various stress at 30 degrees flexion. Action taken: not applicable . Corrective treatment: ice, elevation, ibuprofen for above normal swelling of right knee; not reported for rest all events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one; lot number: 7rsl013 expiration date (apr-2020), with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl013 expiration date (apr-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot # frequency analysis for lot 7rsl013 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 28-aug-19, there were 7 complaints on file for lot 7rsl013: 1 missing syringe and 6 adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation was completed on (B)(6) 2019. Follow-up information was received on 22-aug-2019. No new information was received additional information was received on 28-aug-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Immune deficiencies [immunodeficiency], trouble sleeping [difficulty sleeping], sinus pain [sinus pain], snoring [snoring], bruise easily [bruise], anxiety [anxiety], heartburn [heartburn], urinary urgency and gets up at night to urinate [urinary urgency], difficulty climbing stairs [movement disorder nos], changes in hair [hair texture abnormal], shortness of breath/difficulty breathing and short of breath doing certain tasks [shortness of breath], low grade temperature [body temperature decreased], leg was three times its normal size [unilateral leg swelling], weakness or fatigue [weakness], weakness or fatigue [fatigue], does feel unsteady on their feet [gait unsteady], above normal swelling of right knee [swelling of r knee], pain in right knee [aching (r) knee]. Case narrative: this case is cross referred with cases (B)(4) (same patient). Initial information received from united states on 05-aug-2019 regarding an unsolicited valid non-serious legal case received from a non-healthcare professional (lawyer). This case involves a 56 years old female patient who started treatment with hylan g-f 20, sodium hyaluronate (synvisc one), experienced, after latency of 15 days, above normal swelling of right knee and after unknown latency leg was three times its normal size, weakness or fatigue, immune deficiencies, trouble sleeping, sinus pain, snoring, shortness of breath/difficulty breathing/short of breath doing certain tasks, bruise easily, anxiety, heartburn, urinary urgency and gets up at night to urinate, difficulty climbing stairs, does feel unsteady on their feet, low grade temperature and changes in hair. The patient's past medical history included aneurysm of the ascending aorta, anxiety, echo aortic valve bicuspid, gastro oesophageal reflux disease, mixed connective tissue disease, thyroid disease, internal derangement of knee, palpitations, raynaud's phenomenon, hysterectomy, thyroid surgery sub total thyroidectomy, low blood pressure, back pain, pneumonia, heat intolerance, non-smoker, left ankle pain/right ankle pain, chest pain, palpitations, leg swelling, lightheadedness, social drinker, stress fracture, right foot pain, likely foci of degenerative/bony stress reactive changes in right greater than left posterior inferior calcaneus, left greater than right anterior talus, right first and left fifth metatarsophalangeal joint, and left first interphalangeal joint, drug allergy with sulfa drugs and cedax caps. Patient had ongoing chronic primary osteoarthritis of left and right knee and left and right knee pain. The patient's family history included diabetes mellitus with mother, father and cardiac disorder/heart disease with mother, father and breast cancer with age during first menstrual period: 11. Concomitant medications included atenolol (atenolol); flecainide acetate (flecainide acetate); folic acid (folic acid); hydroxychloroquine sulfate (plaquenil); omeprazole (prilosec); levothyroxine sodium (synthroid); torsemide (torsemide); and rivaroxaban (xarelto). The patient's past medical treatment(s), vaccination(s) was not provided. On (B)(6) 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection in right knee, formulation injection, once dosage unknown intra-articular (lot - 7rsl013, expiry apr-2020)) for osteoarthritis of right knee. On (B)(6) 2017, after 15 days of latency, patient had above normal swelling in right knee. On an unknown date, after unknown latency, weakness or fatigue, immune deficiencies, trouble sleeping, sinus pain, snoring, low grade temperature, bruise easily, anxiety, heartburn, urinary urgency and gets up at night to urinate, difficulty climbing stairs, does feel unsteady on their feet, changes in hair, shortness of breath/difficulty breathing and short of breath doing certain tasks, pain in right. By, (B)(6) 2018, patient's leg was three times its normal size. It was also reported that, photos were taken, and it was snow storms that week, so it was difficult to get out and travel. Patient was elevating her knee, applying ice. It was further reported that, examination of the right knee demonstrated no visible abnormalities. No tenderness. Rom examination of the right knee demonstrated full range of motion and 5/5 motor strength in all directions. Special test of the right knee revealed a negative anterior drawer sign, a negative posterior drawer sign, stable to valgus stress at 30 degrees flexion and stable to various stress at 30 degrees flexion. Action taken: not applicable. Corrective treatment: ice, elevation, ibuprofen for above normal swelling of right knee; not reported for rest all events. Outcome: unknown for all the events.